Event description:
A caller reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support to switch to multiple daily injections (mdi) as a backup therapy. Technical support confirmed that the pump was within warranty and arranged for a replacement pump to be sent with updated software. Instructions for putting the pump into storage mode and returning it to tandem were provided. The customer acknowledged the need to set up the replacement pump with their settings and connect their continuous glucose monitor (cgm).